Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while the physician was cannulating the coronary sinus, there was dissection and perforation. The blood pressure dropped and intravenous fluids and inotropes were provided. The patient was stable for the rest of the procedure, and a small pericardial effusion was noted on an echo. No further treatment was performed.